Event description:
It was reported that the pump screen had indicated 16.2 ml remaining vtbi. The cassette kept saying it was not connected, unable to push the possible remaining volume. The infusion bag, as viewed through the cassette, had appeared visually empty, and air bubbles had been observed in the tubing. According to the patient, the cassette had become disconnected on the first night for approximately one hour and had then been successfully restarted with a rate of 2.2 ml/hr, suggesting that approximately eight hours of infusion time had remained. On the current visit, the infusion had not been able to resume. The patient had presented to the infusion center with 16.2 ml remaining. The patient had reported that the pump and cassette had disconnected on the first night and had been reattached after about an hour. Upon arrival to the infusion center, the pump had indicated ¿cassette not attached correctly¿ and had been unable to complete the remaining infusion. Multiple attempts to reattach the cassette and cycle the pump power had been unsuccessful. Even when trialed on another pump, the cassette had continued to display the same error message. It had not been possible to infuse the potential remaining 16.2 ml. However, the reported remaining volume had not appeared accurate, given that approximately eight hours should have remained, while the cassette had appeared empty. Air bubbles had been present in the tubing above the cassette. Continuous infusion rate: 2.1 ml/hr, initial reservoir volume: 100 ml, volume administered: 83.8 ml, remaining volume: 16.2 ml, air detector was off, infusion duration: 46 hours, lock level: locked. Pump primed by pharmacy prior to use. An attempt to aspirate the 5-fu medication from the line to measure the remaining volume had not been made; however, air bubbles had been visually observed in the tubing lying across the top of the cassette, and the bag had appeared empty when viewed through the cassette walls. The cassette had been primed by the pharmacy using a syringe. Lot numbers from the original packaging had no longer been available, as the cassette had been prepared on (B)(6) 2025. However, the pharmacist had provided a list of supplies typically used in cassette preparation, though it remained unknown whether these were from the same lot numbers used the prior week. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. There was patient involvement.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.